Manufacturer narrative:
Pump was received with unresponsive buttons due to corroded lcd board. No button error alarm noted during testing. Unit had corroded keypad traces, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 184 mg/dl. The customer stated that they are trying to give bolus the buttons didn't work. The customer can't clear the alert. The customer was insulin pump was replaced.